Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review investigation. Reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a couple of fibulink that break, the fgs-11, one of them won¿t tighten out. The other one, the actual head of the cap was broke. It is unknown if there was surgical delay reported. It is unknown if the procedure was successfully completed. It is unknown if there were fragments generated. The patient outcome was unknown. This complaint involves two (2) devices. This report is for (1) fibulink syndesmosis repair kit/ti this is report 2 of 2 (B)(4).